Event description:
The sternum was closed with five zip-fix, part number 08.501.001.05s, and the patient was brought back to the operating room for sternal instability. The surgeon initially believed it to be a sternal fracture. It was determined that all five zip-fix came undone and were removed post operative. There was no patient harm. The surgery was successful.

Manufacturer narrative:
The device was used for treatment not diagnosis. The investigation could not be completed. No conclusion could be drawn as no device was returned. A review was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation and a product development evaluation were completed: our investigation shows that four zipfix devices were returned for the evaluation. The fragments have a length of approximately 9 centimeters from the locking head. The needles are missing for all four devices. The devices were inspected by the product development on (B)(4) 2014. Two of the four devices had in the locking head some dried soft tissue, directly attached to the locking feature. It is likely that the soft tissue within the locking heads was pushed during the application in-between the body teeth and the locking feature. This prevented the proper interlocking of the device during the surgery. Also we see that no proper interlocking took place between the body teeth's and therefore the two devices could not hold the tension applied to them. The two others devices did not show any deformations which would have indicated that the devices had been properly engaged, locked and tensioned. There were no design related issues found on the returned devices which could have contributed to the failure of the devices. The root cause of the two devices is related to the soft tissue within the locking head. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.